Manufacturer narrative:
(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: reclaim proximal body trial 75mm product code:- 297529075, lot/batch/exp: nb23485. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Event outcome/how was it managed? The nut that tightens the proximal body trial to the distal reamer did not appear to be tightening, thus mr (B)(6) used the spanner on the set in conjunction with the torque screw driver. This did not work either. On removing the body the screw internal to the housing of the body appeared to be broken. These items were removed and a new instrument set was used. No delay in the op time, the patient was not affected. The patients operation was not affected. No x rays are available.